Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was attempted to be implanted. After release of the closure device, a large shift in position was noticed via echocardiography and x-ray due to wire bias. The closure device was visualized in the left atrium. A snare was inserted into the left atrium to attempt to retrieve the device, however, this was unsuccessful. The patient was transferred to the operating room for further intervention. While in the operating room, the closure device was noted to have further embolized from the left atrium to the descending aorta. The patient was then transferred to the interventional radiology lab, where arterial access was obtained, and the closure device was removed from the descending aorta via a percutaneous snare. The patient was discharged home thirteen (13) days after this event.